Manufacturer narrative:
Correction to h11: remove the statement "the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed." Additional information: h4, h6 (update codes), h11. H11: the actual devices were not available; however, a video of the sample was provided for evaluation. Visual inspection of the video noted a leak at the filter from the vent hole. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 (update codes) and h11. H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified units of micro volume extension sets leaked from the air vent of the filter. The devices were used with various solutions, including total parenteral nutrition (tpn), lipids, and other unspecified medications. Two types of pumps were in use: an unspecified baxter IV pump and a non baxter syringe pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.